Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor gel separation. This was discovered after use. The following information was provided by the initial reporter: material no: 367986, batch no: 9053662 , 9030857. It was reported there were poor gel separation. The gel does not migrate as it should after centrifugation. 1300g. Blood in gel after centrifugation.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor gel separation. This was discovered after use. The following information was provided by the initial reporter: material no: 367986 batch no: 9030857 it was reported there were poor gel separation. The gel does not migrate as it should after centrifugation. 1300g. Blood in gel after centrifugation.

Manufacturer narrative:
The following fields have been updated with corrections: d.4. Medical device expiration date: 2020-01-31 d.4. Medical device lot #: 9030857. . H.4. Device manufacture date: 2019-01-30.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9030857, medical device expiration date: 2020-01-31, device manufacture date: 2019-01-30. Medical device lot #: 9053662, medical device expiration date: n/a, device manufacture date: 2019-02-22. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor gel separation. This was discovered after use. The following information was provided by the initial reporter: material no: 367986 batch no: 9053662, 9030857. It was reported there were poor gel separation. The gel does not migrate as it should after centrifugation. 1300g. Blood in gel after centrifugation.